Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) has been evaluated by the failure analysis (fa) team. Fa was not able to confirm nor reproduce the reported complaint. In error log, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system where the unit functioned as expected. The unit energized and cauterized and all ports recognized instruments. As a result of these findings, failure analysis was unable to determine root cause.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and replaced the integrated electro surgical unit (iesu) to resolve the issue with bipolar energy output. The system was tested and verified as ready for use. Isi did not receive the iesu involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the bipolar energy was not firing on the integrated electro surgical unit (iesu). The customer was able to continue the procedure by connecting an external third-party esu. The procedure was completed with no reported injury.